Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. When the 3.50x20mm veriflex stent delivery system (sds) was removed from the package it was noted that the stent was not on the balloon and was no where to be found. The device never entered the patient and the procedure was successfully completed by deploying another of the same device in the right coronary artery (rca). No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. When the 3.50x20mm veriflex stent delivery system (sds) was removed from the package it was noted that the stent was not on the balloon and was no where to be found. The device never entered the patient and the procedure was successfully completed by deploying another of the same device in the right coronary artery (rca). No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received inside its protective coil tubing. When the device was removed from the tubing, the stent protector was found to be placed over the balloon and the product mandrel was inserted through the tip and wire lumen. As a result, the stent protector was removed and it was noted that the stent was detached from the balloon and was not received for analysis. A clear impression was visible on the balloon of where the stent had been crimped initially. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).